Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The device was evaluated and the reported condition that the attachment device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearing of the device was corroded and damaged, and the device failed cutter insertion assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.